Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation was confirmed on the electrocardiogram, so the ablation was stopped. Coronary angiography was performed, but no coronary artery stenosis was confirmed. Nitroglycerin was also injected. The st elevation recovered to normal after approximately five minutes. The case was completed with cryo. No further patient complications have been reported as a result of this event.